Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that during the lead implantation procedure, motor response was difficult to obtain, and the s3 motor response was finally obtained only at a relatively high output (4¿5 ma). During a post-operative adjustment as well, the sensory response could only be confirmed at 4 ma, which was a higher threshold than usual. The device had been used at 4 ma since immediately after implantation; however, due to insufficient effect, it was changed to 8 ma at the next outpatient follow-up. Although not complete, a certain level of therapeutic effect has been obtained. It was also noted that communication with the programmer was attempted for routine maintenance; however, there was no response. Battery depletion or battery exhaustion was suspected. The issue was not resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.